Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed that the right ventricular (rv) lead was not capturing. The physician suspected rv lead dislodgement. Device interrogation prior to procedure showed no bipolar capture, intermittent unipolar capture, and r-wave amplitude variation on the rv lead. During lead revision, the rv lead was found to be damaged, and the helix would not extend. The physician elected to explant and replace the rv lead. The patient was stable throughout. Related MFR report number: 2017865-2024-40038.

Manufacturer narrative:
The reported events were dislodgement, failure to capture, r-wave amp variation, lead damage, and the helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported events of failure to capture, r-wave amp variation, and lead damage were not confirmed. Visual inspection of the lead found the outer insulation was cut/damaged consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of helix mechanism issue was confirmed. Visual inspection found the helix to be partially extended and clogged with blood. X-ray examination found the inner coil over-torque at the connector region consistent with procedural damage. After cleaning, helix was able to be retracted and extended when torque applied directly to the inner coil. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue.